Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was available. Analyst commented, atrial pace impedance steady at approximately 400 ohms throughout record, except for week of (B)(6) 2015 when impedance spiked to a maximum of 1212 ohms, them returned to baseline of approximately 425 ohms. Concomitant medical products: (B)(4) ipg implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that during device chick impedance trend data for the atrial side showed a sharp increase and was high. Therefore, stress test was performed on the patient, but no replication of an event. The lead will continue to be monitored and remains in service. No patient complications have been reported as a result of this event.